Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that after use with bd vacutainer® push button blood collection set the needle would not retract. Patient impact was not reported. The following information was provided by the initial reporter: after using, needle can't be retracted totally after push safety button.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for partial retraction of the IV cannula with the incident lot was observed. DHR could not be performed due to unknown lot#. As no physical samples or batch information were received, the scope of this investigation is limited. The failed physical sample will be needed in order to determine the root cause. H3 other text : see h.10.

Event description:
It was reported that after use with bd vacutainer® push button blood collection set the needle would not retract. Patient impact was not reported. The following information was provided by the initial reporter: after using, needle can't be retracted totally after push safety button.